Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An visual interior inspection was performed and passed. A manual drop test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.